Manufacturer narrative:
Eval code-conclusion: after analysis and review, the previously reported code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider and consumer via a company representative in regards to a patient who was being treated with lioresal intrathecal (concentration: 2000 mcg, dose: 944.7 mcg, lot number unable to be obtained). The patient's indication for pump use was intractable spasticity and a head/brain injury and the patient had a medical history of a brain injury. On an unknown date, the patient's dystonia and spasticity had gotten worse and the patient's parent did not feel that the patient was receiving good therapy. As a result, the doctor aspirated the catheter and injected dye. Dye was not seen to have come out of the tip of the catheter, so the doctor replaced the catheter on (B)(6) 2015. After the catheter replacement, the doctor reduced the dose by half. As of (B)(6) 2015, the issue had resolved and the patient was alive without injury. On (B)(6) 2015, another physician indicated that the patient was doing fine. It had been obvious that there had been a catheter issue since the patient was now doing great on half of the dose (used to be 944.7 mcg, reduced to 472.6 mcg). If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the catheter found coring-tears-cuts in the seal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.